Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the explant procedure of the device the physician decided to prophylactically remove the right ventricular lead. During the extraction attempt of the lead the physician may have lacerated the superior vena cava (svc) and the patient went into cardiac arrest. The patient was successfully resuscitated. The lead was left in place. The physician hooked up the new device to the lead. There were no allegations against the lead. All test measurements were fine. No further patient complications have been reported as a result of this event.